Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had no power. The battery compartment was noted to be cracked and the battery cap was not able to be removed from the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 15-oct-2019 with the following findings: a review of the pump black box showed pump reboots occurred. A visual inspection of the pump revealed the battery compartment was cracked and returned battery cap threads were stripped. The returned battery cap was unable to fit securely to maintain an electrical connection, duplicating the power issue. The battery cap contact height and width measurements were found to be within specification. A test battery cap was used for all testing. The pump powered on with the test cap and was exercised for 12 hours with no power interruptions occurring.